Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01473, -01474, -01476.

Event description:
Allegedly patient revised due to hip pain